Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having congestive heart failure while using this device. The patient also alleged short of breath, nasal congestion. Patient is on dialysis as well. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused congestive heart failure, short of breath, nasal congestion, patient is on dialysis as well.. The reported events of congestive heart failure, short of breath, nasal congestion and its reported severity was reviewed by the manufacture's clinical expert. This events may be related to a product problem and/or user error. Based on the available information, the device may have caused or contributed to the reported events. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.